Manufacturer narrative:
Evaluation summary a separation of the lock housing and lock housing cap in the stent delivery system manifold was noted. White crystalline residue was noted within the stopcock tube. The safety locking pin was loose. A kink was noted in the stainless steel hypotube proximal to the proximal deployment paddle. The kink may have formed post procedure given how the device was packaged for return. Backlighting was used to determine the proximal end of the stent and to see if the stent was properly engaged with the stent retainer. The 60mm stent was fully enclosed within the stent delivery system outer sheath. The distal tip of stent delivery was in contact with the stent delivery system outer sheath. The stent was deployed by pinning the proximal deployment paddle and pulling the manifold proximally. The stent deployed with ease. No deformity or abnormality in the stent was noted. The inner distal assembly was cut proximal to the retainer to allow examination of the manifold separation faces. The manifold cap and lock housing show evidence of a complete sonic weld.

Event description:
It was reported that a protege gps se stent was being used. No issue was noted during prepartion prior to use. The lesion was pre-dilated. It was reported that during the operation, when the device reached target position, the stent could not deploy. No part of the stent deployed. The device was removed and another stent was used to complete the operation. The thumbscrew/lock-pin was checked prior to procedure for securement. There was no patient injury.